Event description:
Additional information was received that the lead was capped and replaced to resolve the event. The patient was stable.

Event description:
It was reported that high defibrillation impedance was observed on the right ventricular (rv) lead. No intervention has been performed. The patient was in stable condition.

Event description:
Additional information was received that lead fracture was alleged on the right ventricular (rv) lead, but was unable to be confirmed.